Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will continue the use of device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip. The insulin pump was passed in self test and displacement test. Customer stated they were dehydrated. No further complications were reported. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay, and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the no delivery alarms listed on (B)(6) 2021 in the pump history file. On (B)(6) 2021 13:53:24.000 alarm alert notification, fault number = no delivery (7) - during bolus. On (B)(6) 2021 13:56:03.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 14:01:44.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 14:11:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2021 14:51:48.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 16:46:10.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 16:47:18.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 16:47:48.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 19:17:44.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 19:18:38.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 19:25:36.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 20:17:42.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 21:15:04.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 21:16:03.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 21:26:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2021 17:48:00.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 17:50:36.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 17:54:06.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 18:07:41.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 18:17:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2021 18:25:07.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 00:05:58.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 05:18:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2021 05:24:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2021 05:26:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2021 05:28:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2021 15:30:04.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 16:22:18.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 16:23:22.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2021 17:11:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2021 17:21:00.000 alarm alert notification fault number = no delivery (7) - during basal. There were no "no delivery alarms" listed in the event date 15-may-2022 in the pump history file. Please see below for the pump errors/alarms noted on (B)(6) 2021 in the pump history file. On (B)(6) 2021 13:53:24.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 13:56:03.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 14:01:44.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 14:11:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 14:51:48.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 16:46:10.000 alarm alert notification. Fault number = no delivery (7) on (B)(6) 2021 16:47:18.000 alarm alert notification. Fault number = no delivery (7) on (B)(6) 2021 16:47:48.000 alarm alert notification. Fault number = no delivery (7) on (B)(6) 2021 19:17:44.000 alarm alert notification. Fault number = no delivery (7) on (B)(6) 2021 19:18:38.000 alarm alert notification. Fault number = no delivery (7) on (B)(6) 2021 19:25:36.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 20:17:42.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 20:22:50.000 battery removed. On (B)(6) 2021 20:22:50.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2021 20:32:00.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2021 20:58:42.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2021 21:15:04.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 21:16:03.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 21:18:52.000 battery removed. On (B)(6) 2021 21:18:52.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2021 21:26:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 22:03:29.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2021 13:21:24.000 alarm alert notification. Fault number = loading interrupted alarm (69). On (B)(6) 2021 17:48:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 17:50:36.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 17:54:06.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 18:07:41.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 18:17:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 18:25:07.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 00:05:58.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 05:18:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 05:24:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 05:26:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 05:28:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 15:30:04.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 16:22:18.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 16:23:22.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 17:11:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 17:21:00.000 alarm alert notification. Fault number = no delivery (7). On (B)(6) 2021 03:47:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2021 13:18:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2021 13:28:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2021 13:40:25.000 battery removed. On (B)(6) 2021 13:40:25.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2021 13:40:42.000 battery inserted. On (B)(6) 2021 13:40:59.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2021 13:41:16.000 battery removed. On (B)(6) 2021 13:41:16.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2021 13:41:38.000 battery inserted. On (B)(6) 2021 13:41:38.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2021 13:41:45.000 battery removed. On (B)(6) 2021 13:41:45.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2021 13:42:04.000 battery inserted. On (B)(6) 2021 13:42:04.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2021 13:42:10.000 battery removed. On (B)(6) 2021 13:42:10.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2021 13:42:42.000 battery inserted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The date range for the power data available is on (B)(6) 2022 3:50:00 am to on (B)(6) 2022 11:02:00 pm per the power management tool/detail trace file. There was no power data available for the date of 12/30/2021. Unable to check power data for low battery alert, change battery fault, or failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected batt out limit alarm or failed batt test alarm noted during testing or after battery change. The pump passed the functional test with no loading interrupted alarm (69) noted. No delivery alarm (7) not confirmed. Batt out limit (6) / power loss alarm not confirmed. Loading interrupted alarm (69) not confirmed. Low battery alert (104) not confirmed. Change battery fault (73) / replace battery alert not confirmed. Failed batt test (58) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 15-may-2022 in the pump history file. On (B)(6) 2022 08:12:24.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2022 16:35:52.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2022 16:45:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery alarm (7) not confirmed. The pump passed the functional testing. Unable to confirm alleged ketones/high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.